Event description:
Patient was having a urological procedure, when the end of the sheath of the resectoscope broke off inside the bladder. Surgeon had to retrieve the broken piece from the bladder through the urethra.